Manufacturer narrative:
(B)(4). The lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged as thresholds were elevated. The lead was repositioned. No additional adverse patient effects were reported.